Manufacturer narrative:
The doctor returned the implant complete with abutment and crown with the only detail to return the abutment and crown. It seemed that all he was interested in was getting the abutment and crown off of the implant. He gave no information as to the cause of the non-integration after almost three years of use. Repeated attempts to obtain more information have been unsuccessful.

Event description:
Non-integration of the implant.